Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low (zero) and that its breath rate was not as expected. A video provided by the caregiver showed the device delivering erratic breaths and flow, which triggered multiple alarms. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming, providing an unexpected breath rate and low (zero) exhaled tidal volume (vte) levels was confirmed. Ventec opened the device to perform an internal inspection and observed that there was significant physical damage to its front case (cracks and broken screw bosses). Ventec also observed that multiple interior components had been significantly jolted due to a large impact, resulting in the loosening or movement of some components. Specifically, the internal flow transducer (ift) to cough assist coupler had popped up and was observed to be sitting on top of the ift. Ventec also observed that the cough assist valve was sitting at an angle and that its mount on the bottom was broken due to a large impact. When ventec reseated the ift to cough assist coupler and retested, the alarms stopped and vte levels passed. Ventec determined that the reported alarms and resulting low vte and unexpected breath rate were likely the result of the ift to cough assist coupler not being properly seated. Ventec then replaced the device's front case assembly, cough assist valve, and other damaged parts as necessary, as well as ensured that each component was properly seated and secured. Proper device operation was then confirmed through functional and performance testing. Based on the information available, ventec's investigation determined that the cause of the reported issues was user error. This is due to the observed physical damage, likely caused by a large/significant impact to the device.